Event description:
It was reported that the ilet displayed bars across the touchscreen and became unresponsive; the user switched to backup therapy while a replacement was arranged, indicating a device malfunction involving an unresponsive key/button and the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including review of images of the device. Investigation of this case revealed a software problem associated with an unresponsive control interface affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.